Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to the verify screen with auditory and vibratory features. The keypad button cover was peeling while all the buttons responded properly. Removal of the button cover did not find any contamination under the button contacts. A couple of battery compartment cracks were observed, one on the side of the compartment extending from the threads down towards the case seal and one above the grip pad in the threads area. (B)(6).

Event description:
The pump was returned for investigation. Investigation found cracks in the battery compartment. This report is made based on the results of investigation completed on (B)(6) 2015.